Event description:
It has been reported to philips that the system would not completely start up. The system was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The remote service engineer (rse) received a complaint of no power to the system. For more information, rse contacted the customer, and he confirmed that the device was running well with no further issues. There was no further information or request made by the customer, and philips has not performed any evaluation of the device. The device remains at the customer site; the system has returned to good working condition and is ready for clinical use. The codes were updated based on the investigation outcome.